Event description:
Customer alleges discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio inr: 1.2, coagucheck inr: 2.3, lab inr: 2.57. Date: (B)(6) 2011, inratio inr: 1.3, coagucheck inr: 2.1. Compared around the same time. Compared around the same time. Patient's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.